Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device had a service wrench present on its readiness display. The biomedical engineer then attempted to shock into a defibrillation analyzer; however, the analyzer showed an "abnormal energy delivered" message on its display with no output being registered, indicating that the shock was not delivered. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue.  Physio observed that the device had both internal and external damage consistent with the device having been previously dropped/impacted.  Additionally, there was evidence that the device had previously been opened by someone. Physio determined that the cause of the reported issue was that the device's main high energy charge capacitor had an electrically open internal strap.  As a result, it would not allow the device to charge and shock.  Physio also observed dents in the main high energy charge capacitor, consistent with the device having been previously dropped/impacted. The customer was provided with a replacement device.